Manufacturer narrative:
(B)(4). Additional information: the device was received with the hand activations contacts bent. In addition, the blade was noted to be complete and not broken off as it was reported in the event description. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged.

Event description:
It was reported that during an unknown procedure, the jaw of that device broke (the blade part) while the surgeon was using it. The broken tip was found in the body cavity. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.